Event description:
The patient reported developing an infection at the insertion site (leg) after wearing the pod for 48 hours. The patient believes the cannula inserted into his muscles and caused a shooting pain. When the pod was removed, the site appeared inflamed and swelled up to 10 cm in diameter. The patient visited his general practitioner (gp) on friday (B)(6) 2024 at warwick house medical practice and was prescribed antibiotics for treatment. The following day, the patient went to nhs walk-in centre and the nurse looked at the infection and advised the patient to continue with the antibiotics. The following week, the patient went back to his gp at warwick house medical who prescribed new antibiotics as the infection seemed to have worsened. The gp referred the patient to the surgical triage department at (B)(6) hospital where they took an ultrasound scan and ran a blood test. The patient stated the new antibiotics prescribed by the gp the second time worked and surgery was not required. The patient stated his insulin delivery and diabetes management were not interrupted.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. The omnipod is (B)(4) compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per (B)(4) and eo residual levels in compliance with (B)(4). Each lot is confirmed to meet requirements for non-pyrogenicity per (B)(4) and sterility per (B)(4) prior to release. Cloud - locked down/smartphone data not available. Cloud - omnipod 5 software app version data not available. Cloud - smartphone operating system data not available. Cloud - smartphone hardware data not available. Cloud - cgm sensor type data not available. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.